Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's uninterruptable power supply (ups) was off, preventing the system from booting up. Upon troubleshooting, the rse instructed the customer to reset the ups. To resolve the reported issue, the customer reset the ups. After resetting the ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptable power supply was off, preventing the system from booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.